Manufacturer narrative:
The technician isolated the issue to the trend cylinders. He replaced the trend cylinders to repair the bed.

Event description:
Information received indicates the bed cannot be placed into trendelenburg.